Event description:
Boston scientific received info from the local sales rep that the right ventricular lead had not been capturing. The pt had presented to the emergency room with their heart rate around 30 beats per minute. The physician decided to remove this rv lead. A new rv lead was successfully placed. No other adverse pt effects. Additional info received from the local sales rep states that this lead was removed from service due to high capture thresholds and eventual failure. The pt presented with lightheadedness due to the lack of pacing. No other adverse pt effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed regular device manufacturing.